Event description:
Legal counsel for patient reported the patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patients legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records confirms the revision procedure was performed on (B)(6) 2012. Revision operative report noted acetabular cup anteversion, presence of fluid, inflammation and metallosis in joint. The modular head and acetabular cup were removed and replaced, and a polyethylene liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 1 states, "material sensitivity reactions" and "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Finally, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is 2 of 2 mdrs for the same patient. (Reference 1825034-2014-04895 & 2015-01032).